Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a diluent leak from disconnected green stripe tubing at t-fitting ft42-d. The fse replaced the tubing going to t-fitting ft42-d and green stripe tubing going through pinch valve pv14 and pv15 to resolve the leak. Failure mode is attributed to a disconnected tubing at t-fitting ft42-d. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a clear diluent leak of approximately 10 ml from the bsv (blood sampling valve) module of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument and there were no instrument generated error messages at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and face protection and there was injury or exposure reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.